Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Note: facility information: (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/28/2019, mentor confirmed that psr submission reference numbers (B)(4)(right side device) and (B)(4)(right) and psr submission numbers (B)(4)(left side) and (B)(4)(left side) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4)(right side) and (B)(4) (left side). It was reported that a (B)(6) caucasian female patient underwent breast augmentation primary with mentor memorygel breast implant 250cc on the right side and with mentor memorygel breast implant 225cc on the left side. Now this patient presented with bilateral capsular contracture baker grade iii. Contracture on the left side is alternating between grade 2 and 3, as the capsule contracts and subsides a little, and contracts and subsides a little in a cycle. Right side capsular contracture began at the three-and-a-half month mark post-operation. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 450cc on the right breast implant and with mentor memorygel breast implant 400cc on the left breast implant on (B)(6) 2018. This medwatch is for the left sided device.